Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0snfs, implanted: (B)(6) 2011, product type: lead. Product ID: neu_wrench_acc, product type: accessory. (B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) was implanted and when impedance was checked intra-operatively, there was high impedance greater than 4000 ohms on electrode pairs of the case and 2; 0 and 1; 0 and 2; 1 and 2; 1 and 3; and 2 and 3. Impedance on the other electrode pairs ranged from 1003 ohms to 3873 ohms. The ins was detached from the lead three times, and the lead was cleaned, reattached, and checked. The pulse width was also increased to 360 and the amplitude was increased to 2 volts, and there was still high impedance. Sensory and motor responses were present. The surgeon was concerned about the results and that there was some type of defect in the ins and wanted to replace the ins with an alternate ins. The device was not implanted and a different device was used instead. Post-operatively, the patient did not show impedance and felt appropriate stimulation. It was too soon to know if the patient was getting effective symptom control. The cause of the issue was not determined and the issue was resolved. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed that the setscrew was backed out too far.